Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 8057580. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: bd was not able to confirm the customer indicated failure mode. Based on investigation results, the root cause was not identified because the customer did not provide the sufficient information (sample or picture) which is essential to perform a better investigation. Engineering team could not reproduce this defect in our process and only way to do is omitting the IFU usage recommendation. Currently, there is a sampling plan in place lot by lot to look for this kind of damage or incorrect assembly and according to internal process rejects (qn¿s) database, no issues like this have been reported. All personnel is properly trained on its activities therefore, no actions will be taken at this time since this defect is not common in our process. We will keep monitoring the manufacturing process in case any emerging trend is detected, we will be doing corrective actions. (B)(4) were reviewed, the process controls are very likely to detect failure modes and prevent failures end users. Root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined since, no samples or photos were returned for evaluation. Rationale no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system after the second day of placement the indwelling needle was found to be broken. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's found that the extension tubing was broken on the second day of placement.